Event description:
Customer reportedly received the following results on the aviva system: 270 mg/dl & 125 mg/dl. 258 mg/dl & 123 mg/dl. 278 mg/dl & 112 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.